Manufacturer narrative:
H3: product analysis of qc-3-6-3d, lotno:225113033 found no damages or irregularities with the introducer sheath. The axium pusher was found kinked at ~1.5cm from the distal end. The axium implant coil was found damaged within the introducer sheath. The implant coil was found unbroken. No damages were found with the rebar-18 catheter hub. The micro catheter body was found kinked. No damages or irregularities were found with the distal tip or marker band. Based on the device analysis and reported information, the customer¿s report of ¿coil separation/break¿ could not be confirmed as the axium was returned with the implant unbroken. However, the implant was found damaged. Customer reported that the broken half of the coil was pushed into the coil pack by the proximal end of the pusher. It is possible that part of an already implanted coil came out of the aneurism and mistaken for a broken coil that was pushed back into the aneurism. The distal pusher and implant coil was found damaged, indicative of advancing against religion. The micro catheter was found kinked. Possible causes for catheter kinking are patient vessel tortuosity, catheter entrapment, user advances/retrieves device against resistance or customer damaged catheter during removal from packaging or return shipping as the device was returned outside of its protective dispenser coil. The rebar-18 micro catheter has an inner diameter of 0.020¿ minimum, which is compatible for use with the axium coil. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that an axium coil was being used in an animal good laboratory practice study, and no patient was harmed in the procedure. The axium coil broken in half while it was halfway outside of the microcatheter during delivery of the coil. There was no harm to the animal, and the half of the coil outside of the microcatheter coil pack was pushed into the coil pack by the proximal end of the pusher. The animal was later sacrificed as per protocol for histology analysis. The coil was never detached, and the pusher and part of the broken coil was removed and kept.

Manufacturer narrative:
E: initial reporter/physician information was not initially reported. Facility information was not reported. Following-up with the field to get information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that there was no kink or damage was noted on the pusher. The coil was partially implanted as half of the coil broke off during delivery of the implant. The part of the coil connected to the pusher was removed still attached to the pusher.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.